Event description:
Litigation papers allege that the patient has experienced pain. He has not yet scheduled an explantation of either asr hip implant. Update: (B)(6) 2011: plaintiffs preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation completed. Should further information be received, we will update the complaint at that time.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 12/28/2015 medical records received. Records reviewed. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 18, 2016.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.